Event description:
It was reported the device was checked prior to use with no problem identified. The device was placed in use with patient and the cuff was torn. No adverse effects reported.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. The following are relevant documents which were reviewed and deemed adequate and correct with respect to testing and inspection activities: 10016028-001 rev 100 instructions for use - polar preformed tracheal tubes. Mp tpol-tj130 rev 104 polar tracheal tube - bell out, fit inflation line, inflate cuff and pressure decay test. Qp tpol-tj rev 105 tracheal polar line assembly and packaging. Production performs a 100% inflation test to the inflation line and the cuff. Quality takes a sample using an aql 1.0 and a level inspection g-I in order to verify the visual inspection and audit leak test. Customer reported: when inserting/removing the product, he noticed the cuff got torn though he felt no resistance through it? No root cause has to be determined since no pictures or samples were provided for investigation. No corrective action are required since the complaint was not confirmed.

Event description:
Investigation completed and summarized in h 10.